Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was going off and had a red x and underneath it was square with line and big arrow pointing over book with a question mark and got the open book image error. The customer¿s blood glucose level was 189 mg/dl at the time of the incident. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error alarm due to main download timeout or external flash crc test failed. Unable to determine the root cause, problem isolated to the electronic assembly. Unable to verify battery power loss alarm due to critical pump error alarm.